Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they received a failed op check for pads. The customer changed the therapy cable and ran op check several times with no change. There was no patient involvement.